Event description:
It was reported that during the embolization of a right middle cerebral artery aneurysm the physician encountered resistance, deployment problems and coil migration. It was not specified with which device or devices experienced these issues. There was no reported clinical consequence to the pt.

Manufacturer narrative:
Unknown as the upn and batch numbers were not disclosed. Boston scientific has made several attempts to gather additional info regarding the alleged event without result. Currently there are no further details to report.